Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event, the nurse discovered a tear at the distal end of the catheter during use, resulting in bleeding. The patient has been on long-term antiplatelet therapy, with compromised cardiac function. The bleeding at the catheter distal end not only necessitated re-insertion but also increased the risk of cardiovascular and cerebrovascular events, as well as causing additional pain and psychological distress. It imposed a greater physical and emotional burden on the patient and elevated economic costs. Furthermore, there was a risk of infection and the potential for air embolism during dialysis. The catheter was repaired but it was not the remedial action. Tego was not utilized. The insertion site was not treated prior to product placement. As an intervention/treatment, the site was dressed in sterile adhesive tape, and continuous monitoring was maintained. The patient was advised to undergo elective hospitalization for catheter replacement. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.